Event description:
The customer observed falsely elevated magnesium results on architect c8000 processing module for one 77yrs old male patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial=8.75 mg/dl /repeated on same analyzer=1.26 mg/dl laboratory reference range for magnesium=1.60 to 2.60 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected and resolved the issue by replacing the tubing, peristaltic head (rohs) (7-35009685-04) the likely causes of the issue. The replacement of the tubing, peristaltic head, which resolved the issue. A review of the architect c8000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the architect c8000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect c8000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs) (7-35009685-04). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the tubing, peristaltic head (rohs).

Event description:
The customer observed falsely elevated magnesium results on architect c8000 processing module for one 77yrs old male patient. The results provided were: on (B)(6) 2023, sid (B)(6), initial=8.75 mg/dl /repeated on same analyzer=1.26 mg/dl laboratory reference range for magnesium=1.60 to 2.60 mg/dl there was no reported impact to patient management.